Manufacturer narrative:
Date of event: estimated since unknown. Implant date: estimated since unknown.

Event description:
It was reported via social media that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman flx laa closure device was implanted. A few months post procedure, the closure device was noted to have embolized. It was removed from the patient.